Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 633 mg/dl at the time of incident. Other relevant blood glucose level was 200 mg/dl. Customer was treated with intensive care unit. Based on customer report, customer does allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4).